Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 28 mg/dl, 108 mg/dl, and 118 mg/dl. 15 mg/dl and 99 mg/dl. The reported comparisons were performed on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.